Event description:
The report received indicated that when the protective cover was being removed from the device, the tip broke off. The device was not used in the patient. Another palmaz genesis was used to finish the procedure and the procedure was successfully completed without any adverse effects to the patient. The device is stored in the box on a shelf. It was the first time it was being used.

Manufacturer narrative:
The report received indicated that when the protective cover was being removed from the device, the tip broke off. The device was not used in the patient. Another palmaz genesis was used to finish the procedure and the procedure was successfully completed without any adverse effects to the patient. The device is stored in the box on a shelf. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. With the limited amount of information available and without the return of the product for analysis or films of the event, it is not possible to draw a clinical conclusion between the device and the event.